Event description:
It was reported that during use on patient, the cs100 intra-aortic balloon pump (iabp) unit loss of direct ECG waveform, poor zero point adjustment. There was no patient harm reported.

Manufacturer narrative:
Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit loss of direct ECG waveform, poor zero point adjustment.